Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pelvic pain/constant / severe pelvic pain'), embedded device ('the right essure coil was embedded in the myometrium close to the right cornual area, but not quite m the proper position'), abdominal pain ('severe abdominal pain / abdominal pain'), device expulsion ('malposition of essure device (location of device: uterus) / migration of essure device (location of device: uterus)'), device breakage ('after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body') and genital haemorrhage ('blood clots / abnormal bleeding (vaginal, menorrhagia)') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2007, (B)(6)2008, (B)(6) 2010) and pelvic inflammatory disease. She underwent essure confirmation test. (B)(6) 2010: CT abdomen w/ contrast: impression: the device appears to extend into the left fallopian tube. There is some fluid in endometrial cavity of uncertain significance (B)(6) 2013:CT abdomen and pelvis w contrast:impression: possible malpositioned iud. Evaluation suggested. Concurrent conditions included hysterosalpingogram, overweight, nonsmoker, anemia, back pain, cervicitis, vaginitis, gerd, gastroenteritis, nausea, vomiting, heartburn, adenomyosis and chlamydia identification test positive. Family history included hypertension (mother). Concomitant products included clindamycin from 2010 to 2012, hydrocodone bitartrate;paracetamol (lortab) from 2010 to 2012, ibuprofen (motrin) from 2010 to 2012, medroxyprogesterone acetate (provera) from 2010 to 2012, naproxen sodium (anaprox) from 2010 to 2012 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body"), 1 month 1 day after insertion of essure. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines / headaches"). The patient was treated with surgery (diagnostic laparoscopy with fulguration of both fallopian tubes and hysteroscopy & lap). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the embedded device, abdominal pain, device expulsion, device breakage, genital haemorrhage, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010 diagnostic laparoscopy with fulguration of both fallopian tubes (fulguration of right tube in mid portion and then with division of tubes and fulguration of fimbrial end of the left tbe) hysteroscopy with removal of right essure coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pathology test - on an unknown date: a. Endometrial curettings: --fragments of late secretory endometrium, endometrial polyp, and superficial myometrium b. Endocervical curettings: --additional fragments of late secretory endometrium. C. Essure coil, intact essure coil": received in formalin, intact assure coil with length of 24 cm, no tissue attached to it. Quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter, if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event plaintiff did not undergo essure confirmation test was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pelvic pain/constant / severe pelvic pain"), embedded device ("the right essure coil was embedded in the myometrium close to the right cornual area, but not quite m the proper position"), abdominal pain ("severe abdominal pain / abdominal pain"), device expulsion ("malposition of essure device (location of device: uterus) / migration of essure device (location of device: uterus)"), device breakage ("after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body") and genital haemorrhage ("blood clots / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2007, (B)(6) 2008, (B)(6) 2010) and pelvic inflammatory disease. Concurrent conditions included hysterosalpingogram, overweight, nonsmoker, anemia, back pain, cervicitis, vaginitis, gerd, gastroenteritis, nausea, vomiting, heartburn, adenomyosis and chlamydia identification test positive. Family history included hypertension (mother). Concomitant products included clindamycin hydrochloride (cleocin) from 2010 to 2012, ibuprofen (motrin) from 2010 to 2012, medroxyprogesterone acetate (provera) from 2010 to 2012, naproxen sodium (anaprox) from 2010 to 2012, oxycocet (percocet) and vicodin (lortab) from 2010 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 1 month 1 day after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("migraines / headaches"). The patient was treated with surgery (hysteroscopy & lap), surgery (diagnostic laparoscopy with fulguration of both fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the embedded device, abdominal pain, device expulsion, device breakage, genital haemorrhage, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine and headache outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010 diagnostic laparoscopy with fulguration of both fallopian tubes (fulguration of right tube in mid portion and then with division of tubes and fulguration of fimbrial end of the left tbe) hysteroscopy with removal of right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. She underwent essure confirmation test. (B)(6) 2010: CT abdomen w/ contrast: impression: the device appears to extend into the left fallopian tube. There is some fluid in endometrial cavity of uncertain significance. (B)(6) 2013:CT abdomen and pelvis w contrast:impression: possible malpositioned iud. Evaluation suggested. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, embedded device. Quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter, if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet & medical record received. Events device expulsion, device embedded, vaginal bleeding, menorrhagia, dysmenorrhea, migraines, headaches are added. Lab data updated. Concomitant condition & drug , historical condition & drug are added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), device breakage ("after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body") and genital haemorrhage ("blood clots") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterosalpingogram. On (B)(6) 2007, the patient started essure. On (B)(6) 2010, 3 years and 34 days after starting essure, the patient experienced device breakage (serious criteria medically significant and clinically significant/intervention required) and complication of device removal ("after surgery on (B)(6) 2010 to remove essure, parts of the essure device still in her body"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criterion medically significant). The patient was treated with surgery (essure removal), surgery (essure removal) and surgery (essure removal). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, device breakage, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered pelvic pain, abdominal pain, device breakage, genital haemorrhage and complication of device removal to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter, if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic, abdominal pain, blood clots (seen as genital bleeding) which led to surgery to remove micro-inserts. During procedure, device breakage occurred and another surgery was performed to remove remained essure parts. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events, severe pelvic, abdominal pain, blood clots after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. Regarding event device breakage, during difficult removals, single cases have been reported of essure breakage. Given event's nature causality cannot be excluded. This case was regarded as incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.